Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt banged together with another child in school, afterwards an abrasion above the implant as observed. A re-implantation surgery is to be scheduled.